Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing resulting in pacing inhibition. During a follow-up appointment, the oversensing was recreated by performing isometrics. The device started to charge, so telemetry ceased and a magnet was placed over the device. The programmer emitted charging and beeping tones. An invasive procedure was performed and the setscrews were tightened. Following this procedure the patient experienced diaphragmatic stimulation.